Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The internal reference number is (B)(4).

Event description:
It was reported that after an endometrial ablation, the device was difficult to remove from the patient cavity and that it seemed like the sheath was "melted or damaged." No patient injury reported.